Manufacturer narrative:
Ucar, f., cetinkaya, s. "Xen implantation in patients with primary open-angle glaucoma: comparison of two different techniques." Int ophthalmol (2020). Https://doi.org/10.1007/s10792-020-01427-z. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Multiple requests for further information have been made. Allergan has received no response from the authors.

Event description:
Reported events of needling procedure performed, implant shortening, malignant glaucoma, overfiltration (hypotonus), extended implant into ac, implants were retracted transconjunctivally, implant drop, implant outside the conjunctiva, and hypofiltration in two groups, transconjunctival ab-externo and standard ab-interno were noted in the article: "xen implantation in patients with primary open-angle glaucoma: comparison of two different techniques."